Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery during a bolus. The customer was assisted in performing a 5 unit fixed prime and insulin did exit. The customer reconnected the tubing at the quick release and performed another prime but the insulin pump alarmed again for no delivery. The customer was advised to change the entire set, which was returned and replaced. The customer had a high blood glucose 600 mg/dl and diabetic ketoacidosis. The customer was not hospitalized. The insulin pump was not returned or replaced.